Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture detachment could not be determined. The reported treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with the first proglide device. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 18f and the aaa procedure was completed. Sutures breaks occurred with both of the successfully preplaced sutures during knot advancement. Hemostasis was achieved by surgical cutdown. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.